Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.1mm,sbm,11.5 (item # tsv4b11) assembly was received for investigation. Visual inspection of the returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that implant and the mount effectively separated without significant resistance or other issues. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the fixture mount transfer would not release the implant. The reported complaint is unconfirmed through visual inspection and functional testing of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown, age and date of birth unknown, patient sex unknown, weight unknown, last name unknown.

Event description:
It was reported that the mount could not be released from the implant following implantation.